Event description:
It is reported that a complete se stent was implanted successfully in the distal superficial femoral artery but difficulties were encountered during removal of the delivery system following stent deployment. The sfa vessel was reported as having moderate tortuosity. It was reported that after stent deployment the tip of the catheter got caught on the stent struts. The physician had to recapture the delivery system and then pulled out the stent delivery catheter. The complete se stent had been inspected and prepped prior to use with no abnormalities noted. The device had passed through a previously deployed stent. No reported patient complications or clinical sequelae were reported for this event. The stent remains implanted.

Manufacturer narrative:
Evaluation results: (root cause undetermined). No results available since no evaluation was performed (device or procedural images not provided for review). Evaluation conclusion: (root cause undetermined). Unable to confirm complaint (device or procedural images not provided for review). (B)(4).